Manufacturer narrative:
The p-cap or reservoir locked in place properly during testing. Device passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm and insulin flow block alarm. Customer stated that they were tried all remedies. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.